Event description:
No further information will be submitted for this event.

Manufacturer narrative:
It was determined that information was previously submitted under the incorrect MFR number. There will be no further supplemental reports submitted under this number. This event will be reported on 0002023141-2018-00939.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight was not provided. Ethnicity no provided. Device lot # was not provided/unknown. Product has not been returned. Product was used. Event date unknown. Additional 510k codes: k101880.

Event description:
It was reported that internal thread were damaged. Dentist rethread the implant and placed an healing abutment.